Event description:
During stage one of a stress test protocol, customer stated the treadmill sped up on its own and the patient was thrown from the treadmill. The patient received a minor scrape on the knee.

Manufacturer narrative:
Field service engineer was dispatched to the site and checked the entire system including internal connections within the treadmill and stress monitor. System log files were also gathered and sent in for evaluation. Several errors related to the treadmill were observed. As a precaution the field service engineer replaced the main treadmill circuit board and drive motor. The treadmill circuit board was returned to cardiac science corporation for investigation. It was installed in a test fixture and tested extensively with no problems found. All tests passed.